Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show multiple occurrences of ¿purge disk not detected¿ alarm (#402) presenting each time after purge cassette is installed. Console inspection performed in danvers identified a broken purge disk detect flag, which caused inability to detect purge disk. The inspection also revealed additional deficiencies of the purge system: immobilized purge motor shaft (due to spilled purge fluid residue), broken purge disk retainer, contamination of the purge insert, and evidence of purge fluid ingress compromizing purge pressure sensor (transducer). Repair: replace purge pressure sensor (transducer), purge disk retainer, disk detect flag and foil. Clean the purge insert and motor shaft gasket (replace gasket if needed). Perform functional check of the console.

Event description:
No patient involvement: the complainant reported a an aic (automated impella controller) failing to recognize a purge disc . There was no patient impact related.